Manufacturer narrative:
Technical evaluation: the unit was returned in its original chipboard box with serial # labels. Inside the box the unit was in its opened sterile sheath. The unit was not decontaminated as it had not been used. The unit shows a bend/crack in the proximal end of the catheter just as the stainless strain-relief exits the hub. Bending of the stainless tube is apparent. No other anomalies are apparent on the catheter. Conclusion: the incident is confirmed as reported. The DHR for this lot of manufacturing has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0587 (lot # l14021). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. This lot was associated with (B)(4) and (B)(4). (B)(4) was a continuation of (B)(4) and the testing and inspection that closed (B)(4) also closed the issues raised in (B)(4). All parts accepted for continued processing have passed the testing and inspections defined in (B)(4). The parts released in this lot met process requirement.

Event description:
During unpacking the catheter, the surgical staff noticed damage to the hub of the catheter.